Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned product performed. Item number, lot number and manufacturing date confirmed. Found to exhibit signs of use/insertion attempts (damage, flared corner) and also inserter tool marks. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial total knee arthroplasty, the articular surface would not mate on the tibial tray. After multiple attempts, the surgeon noted that the back side of the bearing was deformed. A backup articular surface was used to complete the procedure. There was no patient impact and no adverse events have been reported as a result of the malfunction. All available information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: tibia trabecular metal two-peg porous fixed bearing right size f: catalog#42530007502, lot#64603150. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Upon completion of the investigation, a follow-up MDR will be submitted.